Manufacturer narrative:
Log file analysis was not conducted since the event was confirmed visually. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose power port connector with a displaced o-ring gasket and a missing serial data port cap. The loose connector with the displaced o-ring gasket is an observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, (B)(4) is still investigating this issue. The most likely root cause of the missing serial data port cap can be attributed to mishandling of the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."

Event description:
It was reported that upon visual inspection the controller was noted to be missing the protection cap for the data port. The controller was exchanged without consequence to the patient. No further information was provided.